Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited pocket erosion. The patient was treated with adhesives. There were no adverse patient effects reported. This lead remains in service.